Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the pump. The customer acknowledged the assistance and was advised to continue using the pump, with instructions to contact support if the issue recurred.